Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2003 and the mesh was implanted to help with incontinence; without using mesh anchors. Following the procedure, the patient was still using pads for incontinence from the day of the operation. The patient experienced lower back, chest lower tummy and right leg pain, and headaches. The patient experienced frequent uti and treated with antibiotics. In 2009, a temporal artery biopsy was negative and 60 mg steroids was prescribed. The patient had to have an ultrasound and the pain was unbearable in groin area. Tramadol was prescribed and the patient was referred to pain clinic. The patient was diagnosed with fibromyalgia since (B)(6) 2012 and underwent a right nephrectomy for kidney cancer. The patient still experienced incontinence and pain in legs, and had cystoscopy tests showing red bladder. Incontinence was getting worse and the patient got tablets and offered botox, but it did not help. In 2011, the patient had a growth internally and was bleeding, and underwent cauterization. Due to mesh was found in urethra, the patient underwent a surgery and the mesh was cut out alongside scope to the vagina vault. The patient was experiencing unexplained pain in the shoulder. In 2012, the mesh eroded and was partially removed. The patient still experienced incontinence and uti and was placed on antibiotics. Msu test showed e.coli. In (B)(6) 2012 the patient had urodynamic test and was taking vesicare, but had to come off those because of remaining kidney not functioning properly. In (B)(6) 2013, the patient underwent a femoral hernia repair and later another cystoscopy along with injection of botox into detrusor. The patient was given a course of betmiga 50 mg. In 2015 the patient underwent a suprapubic granuloma excision under local anesthetic and partial removal of infected mesh. The patient is experiencing painful walking. On (B)(6) 2016 the patient had translabial scan and no mesh is present in the body.

Manufacturer narrative:
Additional narrative: the patient underwent a procedure in 2015 to remove an ulcer and the surgeon "pulled" out shot 4/5" of infected tape. The patient experienced years of pain, inability to lay on right side at night, leg pain, constant pain, strong medication, urethral catheter and waiting to have a suprapubic catheter. Numerous tests performed, but all inconclusive.